Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to the transmitter, lost sensor alarm, battery cap was damaged, battery cap contact missing/damaged, no delivery/occlusion alarm, reservoir unable to lock into place, retainer ring damage, the pump kept losing the signal and the reservoir fell out of the pump. The customer reported blood glucose value of 300 mg/dl. The customer reported elevated ketones/diabetic ketoacidosis, hyperglycemia treated with no treatment, and an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7841zn, mmt-7040a, mmt-399a, mmt-332a, mmt-1884. Troubleshooting was performed. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported an insulin flow blocked alarm (past/resolved event). The issue was resolved. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to continue with troubleshooting. The confirmed transmitter serial number was programmed in the manage devices screen. Pump in the process of making multiple attempts to re-establish communication with the transmitter. No further patient complications were reported. The customer would continue to use the device, no product return is required for mmt-7841zn. The customer would continue to use the device, no product return is required for mmt-7040a. The customer would continue to use the device, no product return is required for mmt-399a. The customer would continue to use the device, no product return is required for mmt-332a. The customer would discontinue to use the device, mmt-1884 was requested and the customer response was the device would be returned.